Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing anastomosis during an open laparotomy procedure, three anastomoses using eight reloads done and one of the staple lines got opened. The staples did not for a b shape as well. With a little pressure, the mucosa could be seen. It was also stated that it was a little hard to fire the device. The malfunction was discovered on the initial and succeeding seven reloads. Over sewing was done to fix the staple line. The event resulted to a tissue damage which was corrected with new anastomosis. The event was also extended to an hour.